Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), urinary tract infection ("uti (urinary tract infection)") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, rash, urinary tract infection and migraine outcome was unknown. The reporter considered abdominal pain, device breakage, menorrhagia, migraine, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010 (discrepancy). She has received treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs received. Previously added events from incorrect source document were deleted- skin disorder, fatigue, gi conditions, hair loss, hormonal changes, nausea, dental probs., headaches, weight gain and weight loss. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a 46-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst and tooth decay. Previously administered products included for an unreported indication: depoprovera shot. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced premenstrual pain ("pelvic pain/ just before and after cycle"), 6 years after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain/ pelvic pain/ just before and after cycle"), abdominal pain ("abdominal pain"), dysmenorrhoea ("pelvic pain during menstrual cycle"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), urinary tract infection ("uti (urinary tract infection)") and migraine ("migraine"). The patient was treated with surgery (salpingectomy (bilateral), removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, abdominal pain, menorrhagia, rash, urinary tract infection and migraine outcome was unknown and the pelvic pain, premenstrual pain and dysmenorrhoea was resolving. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, premenstrual pain, rash and urinary tract infection to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010 (discrepancy). She has received treatment for all the aforementioned events except "psych injury". Per mr: essure insertion date:(B)(6) 2010 (discrepancy). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test- result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-apr-2020: pfs received. New event added: pre-menstrual pain. Outcome of event pelvic pain, dysmenorrhea and pre-menstrual pain updated to recovering. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract infection ("uti (urinary tract infection)"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), nausea ("nausea"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, tooth disorder, headache, weight increased, weight decreased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, weight decreased and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010 (discrepancy). She has received treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received. The case is incident. Previously reported event ¿injury¿ was updated to more specified events¿ pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), rash/skin condition, breakage, uti (urinary tract infection), fatigue, gi (gastrointestinal) conditions, hair loss, hormonal changes, nausea, dental probs., headaches, weight gain, weight loss and migraine¿. Demographics; lab data, essure indication (amended), essure removal date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast cyst. Previously administered products included for an unreported indication: depoprovera shot. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain/ just before adn after cycle"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), urinary tract infection ("uti (urinary tract infection)"), migraine ("migraine") and dysmenorrhoea ("pelvic pain during menstrual cycle"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, rash, urinary tract infection, migraine and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, device breakage, dysmenorrhoea, menorrhagia, migraine, pelvic pain, rash and urinary tract infection to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010 (discrepancy). She has received treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received: event dysmenorrhea added. Medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), rash ("rash/skin condition"), skin disorder ("rash/skin condition"), urinary tract infection ("uti (urinary tract infection)"), fatigue ("fatigue"), gastrointestinal disorder ("gi (gastrointestinal) conditions"), alopecia ("hair loss"), nausea ("nausea"), tooth disorder ("dental problems"), headache ("headaches") and migraine ("migraine") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, abdominal pain, menorrhagia, rash, skin disorder, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, nausea, tooth disorder, headache, weight increased, weight decreased and migraine outcome was unknown. The reporter considered abdominal pain, alopecia, device breakage, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, rash, skin disorder, tooth disorder, urinary tract infection, weight decreased and weight increased to be related to essure. The reporter commented: per ppf: essure insertion date: (B)(6) 2010 (discrepancy). She has received treatment for all the aforementioned events except "psych injury". Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test-(unspecified) result-bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.